Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of device history records was also not possible as the prod and lot codes were unavailable. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received, the complaint will be re-opened. Depuy considers the investigation closed.

Event description:
Pt was revised to address dislocation.